Event description:
A customer contacted physio control to have their lifepak 15 repaired. Upon evaluation a third party service agent observed that the on/off button was not properly responding. There was no patient use associated with the reported event.

Manufacturer narrative:
The replaced keypad assembly was further evaluated by physio control and the reported issue was verified. The root cause of the reported issue was determined to be due to contamination in the keypad.

Manufacturer narrative:
A third part service agent evaluated the customers device and verified the reported issue. After replacing of the main keypad assembly, a proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted physio control to have their lifepak 15 repaired. Upon evaluation a third party service agent observed that the on/off button was not properly responding. There was no patient use associated with the reported event.